Manufacturer narrative:
Our field service engineer investigated the reported device at the hospital, the issue was resolved by replacing the expiratory cassette with another customer owned cassette. After the replacement, the unit passes all tests, functional and safety. The device was returned back to customer for clinical use. The ventilator device logs were returned for evaluation and the issue could be confirmed by the log review. This problem will be detected before use during pre-use check. The device expiratory cassette has a measuring function in the ventilator system and does not affect the delivery of gases.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).